Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "after trailing with the curved head trial inserter, the scrub tech tried to remove the 49 mm head trial. The tip of the stem inserter remained in the 49mm head trial and could not be removed."